Manufacturer narrative:
Analysis was completed on the system (cart 9733858 s7 assembled staff 220v) the instrument is used with. Testing found that the system performed as intended and no hardware parts were replaced. The instrument this report is filed on was not returned, so no analysis was completed. Device manufacturing date was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the silver end of the ratcheting handle where the surgeon hammers the handle had come off. There was no patient present when this issue was identified.

Manufacturer narrative:
The ratcheting handle was returned to the manufacturer for analysis. Analysis found that the returned handle had the end cap broken off. The ratchet and tool retention mechanisms were otherwise intact and functional. Analysis found that the reported event was due to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.